Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. It is not confirmed if sound was present. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. The remote support engineer spoke to the customer biomedical engineer and confirmed the speaker malfunction. The biomed was not able to confirm if the speaker can make any sounds or not on the device and he ordered a speaker replacement per contract agreement. Based on the information available and the communication conducted, the cause of the reported problem was a defective speaker. The customer was provided a replacement part to resolve the issue.